Event description:
The customer reported that the pt's atrial lead was capped on (B)(6) 2014, due to noise. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approx 9 years, 10 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history record and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.